Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lower than average voltage readings while connected to the mobile power unit was confirmed during the analysis of the log file submitted to this complaint. The log file contained approximately 14 days and 22 hours of history data from (B)(6) 2021 18:26:13 to (B)(6) 2021 16:47:39, per the time stamps. The log file captured multiple reduced supply voltage events while the system controller was operated by the mobile power unit (mpu). These events were associated with lower than expected supply voltage values. No other notable events regarding the mpu were observed. The reduced supply voltage values appeared to be related to a compromised conductor issues within the mpu's patient cable. However, a direct relationship could not be determined without an evaluation of the suspected component, as the mobile power unit was not returned for evaluation. As a result, the root cause of the reduced voltage issue was unable to be conclusively determined. Good faith efforts were sent asking if the mpu currently operational, the serial number of the unit and will the mpu be returning; however, no response was given. To the date, the mobile power unit (serial number unknown) associated with this complaint is unavailable for an evaluation and the complaint file will close accordingly. If the mpu is returned at a later time, the complaint will be re-opened. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information was requested and has not been provided.

Event description:
It was reported that the log file review showed that patient had low voltage advisories while on battery power. The log also showed lower than average voltage readings while connected to the mobile power unit.